Event description:
Customer called in and said that they had a bed with a broken weld.

Manufacturer narrative:
This bed frame has not been inspected yet due to the bed frame not being returned. The location of where the actuator broke is unknown at this time. A new bed frame was shipped to the customer on (B)(6) 2014. Metallurgical analysis report, dated (B)(4) 2011, on two removed sections from the bed-frame where the weld broke state (1) both fractures had occurred at the heat affected weld zone at the toe of the attachment welds; (2) there was significant distortion of the 1 x 2 inch rectangular tube typical of a high bending moment stress; (3) the welding process employed (gmaw) was not suitable for the materials and thicknesses being joined; (4) weld size was excessive; (5) heat input was excessive; (6) technique was poor resulting in excessive weld (s)platter and leaving from one to two inches of electrode (wirer) at weld terminations; (7) weld penetration into the attachments was satisfactory; however, penetration into the tube was minimal; and examination of the wear patter on the lever holes suggest a straight tension loading and the clevis holes indicate a push-pull load which is approximately 15 degrees off of horizontal. The failure appears to have been caused by the application of an overload stress with an undetermined bending moment. The welding deficiencies did not cause these fractures but may have been a contributing factors. This problem has been assigned CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.